Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the arterial adapter of the catheter which was implanted 2 weeks ago, had a crack. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.